Manufacturer narrative:
(B)(4). The reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and the hc capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported that an alert occurred for charge time limit was reached. The device was explanted and replaced. The patient's condition is fine after the event.